Event description:
Per additional information provided: (B)(6) 2010 - patient was diagnosed with umbilical hernia and bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of ventrio mesh (device #1) for umbilical hernia and open repair with the implant of two perfix plug (device #2 - right, device #3 - left) for bilateral inguinal hernia. Per operative notes, ¿umbilical hernia was identified. A circular piece of ventrio mesh (device #1) was secured by tackers. Right direct inguinal hernia was repaired using a perfix plug (device #2) in the internal ring and patch was placed onto the pubic tubercle to inguinal ligament. The procedure was repeated on left direct inguinal hernia using perfix plug (device #3).¿ (B)(6) 2011 - patient had bilateral inguinal pain thereby underwent open repair with the partial removal of meshes (device #2, device #3). Per operative notes, ¿the meshes (device #2, #3) were not completely removed. The area was noted to be severely scarred. This was done on both sides of the inguinal regions.¿ (B)(6) 2014 - patient had left upper quadrant abdominal pain and adhesion thereby underwent laparoscopic repair. Per operative notes, ¿adhesions to the abdominal wall were taken down. The ventrio mesh (device #1) was placed for umbilical hernia was identified. There was an interloop adhesions to the small bowel in pelvis.¿ attorney alleges that the patient had adhesions and pain.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 1 years 3 months post implant of perfix plug, patient was diagnosed with pain and scar tissue thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list pain as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note the manufacturing date (15-mar-2010) is considered to be a best estimate. This emdr represents the perfix plug (device #3). An additional supplemental emdrs were submitted to represent the ventrio mesh (device #1) and perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.